Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports that during the second run in the right iliac vein, the odu wire appeared to be broken. At this point, the doctor terminated the procedure, aspirated the treatment area and removed all pieces of the trellis. Post procedure, the pt was given several units of blood, but expired about two hours post procedure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.